Event description:
It was reported that the leads had migrated and the patient had rib stimulation. Diagnostic testing or troubleshooting performed included x-rays. X-rays after implant indicated the lead tips were at t7, however, x-ray results from the day of report indicated the lead tips were at t5. The cause of the event was not determined, and the patient¿s status was alive with no injury at the initial time of report. Actions required as a result of the event included planned lead revision; however, the revision date was not scheduled yet. No patient outcome was reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).